Event description:
It was reported that on (B)(6) 2012, a female patient was scanned on the magnetom espree system. The patient complained of ringing in her ears after the scan. The patient was able to complete the MRI exam and complained about loud noise after exam was finished. It was confirmed by hospital personnel that the patient was given earplugs and earphones for the scan procedure and was wearing "double the hearing protection that would be considered standard procedure" for the MRI exam. The patient did seek medical attention after the exam; however, per customer the patient had issues with her ears prior to coming to the facility.

Manufacturer narrative:
The magnetom espree system is equipped with a squeeze ball and an intercom to communicate with the operator in the event that discomfort or distress is experienced during the exam. The investigation is on-going.